Event description:
During the implant procedure, the lead would not fit into the ipg housing. It was too tight. A new ipg was opened and the same lead fit into it perfectly. The device was not used with the pt. No injury was reported and the pt recovered without sequelae.